Manufacturer narrative:
The manufacturer received information in relation to a dreamstation expert. There was no report of serious or permanent harm or injury. During evaluation of the device at a third-party service center, the device logs were downloaded and 0 error was found. Power supply of the device corroded as well as dust/dirt contamination, corrosion on the metallic surface were found and the device was scrapped. No other problems were detected. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information in relation to a dreamstation expert. There was no report of serious or permanent harm or injury. During evaluation of the device at a third-party service center, the device logs were downloaded and 0 error was found. Power supply of the device corroded as well as dust/dirt contamination, corrosion on the metallic surface were found and the device was scrapped. No other problems were detected. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.